Event description:
The event involved an unspecified chemolock device that was reported to have air in line with no filter. The customer stated there was no unprotected chemotherapy exposure. There was no report of patient involvement or patient harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number. Initial reporter facility name - (B)(6).

Manufacturer narrative:
Additional information was received stating that cl2000s-5, cl4130, cl4160, cl2100 and cl80-s-5 are possible list numbers.